Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal power distributor (upd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, error 31221 was found indicating that the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The upd was installed in the golden system. Upon power on, the error 31221 was presented.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered a non-recoverable 31221 error. Technical support engineer (tse) verified error in logs and walked customer through a hard power cycle of the patient side cart (psc) and an emergency power off (epo). System powered back on and again had the same fault. Customer has opted to move their case to another system. Customer also stated the same issues happened on friday. The procedure was aborted to another dv system with no reported injury.